Manufacturer narrative:
Additional information was received that the patient was able to charge but had difficulty getting the double beep. The patient underwent an ipg replacement procedure. The physician did not suspect device malfunction. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient had difficulty charging ipg. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient had difficulty charging ipg. The patient will undergo an ipg replacement procedure.